Manufacturer narrative:
Explant date and h6 codes were updated in this report.

Event description:
Follow-up indicated that the patient had an unrelated surgery. During the surgery the physician found an infection at the ipg site and removed the device.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient had the device removed. Nevro attempted to obtain additional information regarding the nature of the device removal but none was available.